Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate, there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A physician reported in kera-net (the official online resource of the cornea society) that a female patient who switched to renu with moistureloc multi-purpose solution for three weeks while on vacation developed fungal keratitis. The fungus was metarhizium anisopliae not fusarium. She was treated with natamycin and voriconazole and fully recovered with 20/20 vision. This case was reported to the centers for disease control and prevention and the solution was forwarded to them.